Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the right ventricular lead may have stretched by the physician. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.